Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C35364 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen), ibuprofen and menesterol pill. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloated") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain and cramping"), back pain ("lower back pain"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, rash, abdominal distension, urinary tract infection, female sexual dysfunction, migraine, headache and weight increased had not resolved and the menstrual disorder, depression, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram on (B)(6) 2016: results: total bilateral occlusion impression: bilateral essure devices are present. No contrast is identified in the fallopian tubes or spilling into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received surgical information, height were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C35364(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and megestrol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloated") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain and cramping"), back pain ("lower back pain"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, rash, abdominal distension, urinary tract infection, female sexual dysfunction, migraine, headache and weight increased had not resolved and the menstrual disorder, depression, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion impression: bilateral essure devices are present. No contrast is identified in the fallopian tubes or spilling into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 17-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C35364(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection and tuberculosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dizziness, dysmenorrhea, uterine bleeding and endometriosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and megestrol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloated") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain and cramping"), back pain ("lower back pain"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, dyspareunia and abdominal pain lower had resolved, the menstrual disorder, depression and anxiety outcome was unknown and the vaginal discharge, rash, abdominal distension, urinary tract infection, female sexual dysfunction, migraine, headache and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: micro inserts placed. Left cornue and right cornua, no. Of proximal coils: 18 on left cornua and 10 on right cornua she received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion impression: bilateral essure devices are present. No contrast is identified in the fallopian tubes or spilling into the peritoneal cavity. Imaging procedure - on an unknown date: result not provided.. Pathology test - on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes; robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy: cervix with nabothian cysts and chronic inflammation. Proliferative endometrium. Adenomyosis. Bilateral fallopian tubes with no significant pathologic findings. Ultrasound pelvis - on (B)(6) 2019: impression: pelvic pain and abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, abnormal bleeding, menorrhagia, abdominal pain and cramping, lower back pain, dyspareunia, cramps was changed to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C35364(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and megestrol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloated") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain and cramping"), back pain ("lower back pain"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, rash, abdominal distension, urinary tract infection, female sexual dysfunction, migraine, headache and weight increased had not resolved and the menstrual disorder, depression, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion impression: bilateral essure devices are present. No contrast is identified in the fallopian tubes or spilling into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.